Manufacturer narrative:
Device is a combination product. (B)(4). The device was not received for analysis. A review of the manufacturing documentation found that all devices shipped from the batch conformed to the preventive measures / current controls as per the product specification. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. A 2.50 x 20 synergy¿ drug-eluting stent was advanced to treat the lesion. However, the stent struts were noted to be damaged. The procedure was completed with another of the same device. No patient complications were reported.